Event description:
It is reported that the centralizer was not included with the stem. Another implant was opened to utilize the centralizer.

Manufacturer narrative:
Evaluation summary: the assembly/traceability records were verified and documented that the correct number of item 2 (centralizer) was issued to this work order. No product or packaging was returned for review. With the package being opened in the field and not being returned, it cannot be definitively determined if the centralizer was packaged or not with the stem. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.